Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by a company representative that during implantation the thread of the locking portion of the locking screw was no longer attached to the screw. The locking thread portion of the screw was recovered, and the screw was left in the patient. It was reported that the procedure was completed successfully. No delay and no medical intervention were reported with this event, and the complainant was not aware of any adverse consequences.